Event description:
It was reported that the ilet display showed lines across the screen, consistent with a screen malfunction on the device¿s user interface, while the user managed glucose with an alternative insulin delivery system and reported no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no change to blood glucose control and no need for medical care or hospitalization. Investigation included triage with user interview and request for photographic evidence, as well as initiation of device replacement and retrieval of the original unit for assessment. Investigation of this device revealed a suspected hardware display defect affecting the screen component without impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.